Event description:
It was reported that the rubber encasing of the patient cable was loose on the mobile power unit and the red battery strap was frayed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(4)) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable rubber was loose at the lemo connector and that the red battery strap was frayed. The mpu was powered on as intended. A functional test was performed. The system functioned as intended. The patient cable and red battery strap were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6)2017. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.